Event description:
The patient reported that the ok button was not always responding to presses. The patient reportedly wore the pump with a pump skin on the outside of clothing and did not clean the pump.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that the ok, up arrow, and down arrow keypad buttons are intermittently responsive. There was evidence of contamination found under all key contacts. The up arrow and down arrow button key contacts were observed to be misaligned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.